Manufacturer narrative:
One opened/used enlite sensor was visual inspected and it was noted the sensor cannula broken. The broken part is missing, unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
Customer reported via phone call, she had inserted a new sensor last night and the insulin pump has alarmed calibration error. Customer's blood glucose was 244 mg/dl. Troubleshooting was performed and customer stated she will continue use of the sensor. The sensor had only been in for five hours and was inserted in the abdomen. She agreed to return the sensor for analysis.